Event description:
It is reported that the patient had an artificial urinary sphincter implanted on (B)(6) 2007 to treat incontinence related to post prostatectomy. The patient underwent a revision surgery on (B)(6) 2012 in which entire device was removed and replaced due to cuff atrophy.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Catalog# 72400024, serial# (B)(4), expiration date: 06/07/2012; catalog# 72400098, serial# (B)(4), expiration date: 06/12/2012. The returned and analyzed cuff and pump performed within specifications. The returned and analyzed balloon was functional, but the balloon pressure was tested at 50cm which is below specifications ((B)(4)).